Event description:
On (B)(6) 2013, the hospital lead MRI technician reported to imris that during the end of a procedure a patient's head slipped from the hfd100 skull clamp assembly causing a laceration on the patient's scalp. There were no other complications reported. An imris customer support specialist was dispatched to the customer site to conduct an inspection of the skull clamp assembly. No malfunction or discrepancies with the device were observed. The skull clamp assembly was returned to imris for further root cause investigation. On (B)(6) 2013, imris personnel performed an evaluation of the device. No malfunction or discrepancies were found and the device performed as intended. Based on the results of the investigation root cause has not determined. Pinning technique during device use is a possible cause of the slippage; however, data is not available to assess the specific application of the skull clamp to this patient.